Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2020 to a pacing-dependent patient. On (B)(6) 2020, the patient went to the hospital because of pocket erosion. The entire pacing system was then explanted on (B)(6) 2020.